Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that the insulin pump was giving the customer severe hypoglycemia which has led to hospitalization. No further details were provided as the line was disconnected. The insulin pump was not returned for analysis.